Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress)- moisture behind display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2017 with the following findings: during investigation, moisture was observed under the display lens. Unrelated to the original complaint, investigation revealed a cracked battery compartment below the grip pad to the case seal. A leak test was performed and failed due to the battery compartment leak. The pump was opened, and moisture damage was observed on all the internal components.